Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted status-post a non-boston scientific infected system that left the patient in the ICU with endocarditis and vegetation on multiple valves. Following the implant of this s-ICD, when the patient was moved to recovery, the s-ICD could not be interrogated using either a tablet programmer or q-tech netbook programmer. A magnet was placed over the device which produced expected r-wave synchronous tones. Boston scientific technical services (ts) was contacted for troubleshooting. Ts had the field representative apply a magnet to assess the audible tone pattern and sound as well as perform a magnet reset. Based on the tone patterns and sounds, engineering suggested a possible pulse generator reset. Attempts to re-interrogate the device were performed, but still unsuccessful. The field representative discussed three options with the physician. The first being body temperature (could apply ice), the second being environment (emi above MRI suite), and third, a dead device. The physician elected to keep the patient overnight and attempt to re-interrogate the device the following day. Attempts to interrogate the device continued to be unsuccessful. The patient was discharged home and the plan was to have the patient follow up in the clinic and not to explant the device immediately. One week later, the decision was made to explant the device due to ongoing issues with unsuccessful interrogations. The device was returned for detailed analysis. Data from the device memory was reviewed by boston scientific engineering. Examination of this data confirms the only valid communication to the device was during the implant procedure. The last log-file entry communication with the device was on the date of implant at 10:54 when the implant session ended.

Manufacturer narrative:
Upon completion form analysis, this report will be updated.